Event description:
It was reported that the seal was compromised. During unpacking of the galaxy system pullback sled, the physician found that the packaging of the device was not sealed tightly. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.